Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was able to be reproduced with patient isometrics. A lead fracture was suspected. An invasive procedure was performed. The lead was surgically capped and abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.